Event description:
A discordant troponin (rti) result was obtained on a patient sample. The sample was repeated in triplicate and three positive troponin (rti) results were obtained. The positive troponin (rti) result was reported. Pt treatment was not altered or prescribed. There was no report of adverse health consequence as a result of the discordant troponin (rti) result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin (rti) result was due to the sample level sense error caused by the wash 2 components malfunction. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.